Event description:
The info received indicated that the intended target lesion was the left coronary artery (circumflex and anterior descending). The device could not be prepped normally because the hub was broken. The malfunction was noticed because the "stent could not breathe." The physician was able to withdraw the device and exchange it for another one. There was no difficulty experienced removing the product from the pt. There was no pt injury and the procedure was completed. The pt is in good condition. The product was stored in the shelf at the cath lab. No anomalies were noted on the outer or inner packaging prior to taking the device out. There was no difficulty removing the product from its packaging. Nothing unusual was noted about the device prior to use.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.